Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The cause of the cannula kink was likely use-related because the second implant went without issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was a kink in the cannula just below the outlet that was noted on fluoroscopy. The catheter seemed to spring back in the left ventricle. Impella was advanced and kink resolved for a few moments but there was a noticeable kink noted again with impella retreating back. The impella was explanted and replaced with another impella.